Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric ilet user experienced recurrent hypoglycemia, including prolonged low blood glucose readings in the 50 mg/dl range despite oral carbohydrate treatment and occasions of lows after meal announcements and corrective dosing, with caregiver observations of a discrepancy between meal history displayed on the pump and a separate report and later clarification that two lunch announcements occurred hours apart. Symptoms included hypoglycemia without seizure, loss of consciousness, or need for emergency medical services. Outcomes included no hospitalization, no medical or surgical intervention, and continued home management. Investigation included review of available device reports and diagnostic logs by engineering and customer care, as well as user education and troubleshooting regarding infusion set changes, cartridge fill volume, disconnection practices for injections, insulin type, and synchronization of device data. Investigation of this case revealed that the device recorded two lunch announcements approximately three hours apart and no device malfunction was identified. It was concluded that hypoglycemia occurred with cause unclear and no device problem confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.